Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The reported malfunction was observed and attributed to a faulty connector on the electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the connector on the electrode was damaged and was unable to connect to the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.